Event description:
It has been reported that the device is failing self-test.

Manufacturer narrative:
Device has not been returned for investigation. Confirmation of user allegation of a potential failure for device to self-test due to a battery level that is less than the self-test activation voltage issue has been observed.

Manufacturer narrative:
Component code grid updated.